Manufacturer narrative:
A review of system data was completed and found no issues with the device that would have caused an adverse event.

Event description:
Patient is experiencing numbness and tingling through his tricep to his fingers.